Event description:
The following is based on medical records provided by the pt's attorney: the medical records indicate that a pt, who is status post laparoscopic cholecystectomy that was complicated by a bowel leak and bowel injury presented with a right sided incisional hernia. On (B)(6) 2005 - the pt was implanted with a bard composix kugel hernia patch. The medical records note that lysis of adhesions was performed involving the small bowel, liver and omentum prior to mesh placement. On (B)(6) 2014 - the pt presented with fistulization and leakage of the bowel around the contents of infected mesh. The pt underwent mesh removal with fistula and small bowel resection. Fistula and bile staining were noted on the mesh. On (B)(6) 2014 - the pt underwent a subsequent small bowel resection, abdominal wall debridement and abdominal wall reconstruction with a non bard/davol biologic graft. The pt was treated with IV antibiotics until she was discharged prescribed oral antibiotics.

Manufacturer narrative:
The medical records indicate that the pt was treated for recurrence, adhesion, fistula formation and infection all of which are identified in the adverse reaction section of the IFU as possible complications. Regarding infection, the warning section states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The medical records indicate that the patch was implanted into what may have been a compromised environment. The warning section of the IFU also states, "careful attention to the bard compsix kugel hernia patch handling, fixation, and suture technique is most important in the presence of, or suspected wound contamination or infection." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the info provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the pt outcome. Note: section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.